Event description:
Hill-rom tech alleged that when the brakes were engaged, the brakes did not hold.

Manufacturer narrative:
Technician said that the stretcher appeared to be in brake, but the link was worn and did not apply enough pressure on the casters to brake properly. He installed the transtar brake/steer upgrade on the head and foot ends of the stretcher and the brakes function properly. The stretcher was found out by service in a 4th floor hallway and there were no alleged injuries.